Event description:
It was reported that a routine follow-up appointment, a battery depletion (bd) alert was noted from this subcutaneous implantable cardioverter defibrillator (s-ICD). Boston scientific technical services was contacted and confirmed that the battery was depleting prematurely. It was recommended to perform device replacement or repeat data analysis within a provided timeframe. It was indicated that a replacement procedure is anticipated within a month. At this time, the s-ICD remains implanted and in-service. The patient was stable with no adverse effects reported.